Event description:
A patient underwent pillcam capsule endoscopy per normal protocol without any incident. The physician who read the pillcam study stated that it was an incomplete study and the capsule did not leave the stomach. Four month later following patient's complaints of shortness of breath, it was revealed in an x-ray that the capsule appeared to be in the patient's lungs. The capsule was retrieved by bronchoscopy and the patient is well.

Manufacturer narrative:
Given imaging labeling, such as user manual indicate that pillcam sb capsules are contra-indicated for use in some patients. Although the patients had no known history of swallowing problems and the capsule ingestion was uneventful, one may suspect, however, that the patient does indeed have a swallowing problem if he did aspirate the capsule. Swallowing disorder is a recognized contra-indication to the use of capsule endoscopy.